Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured surgical wound breakdown with a "unknown (undetermined)" relationship to the impella device used: ¿pt presented for transplant outpatient visit on (B)(6) 2025 and to check her old impella site for an incision check for signs of infection. Impella placed (B)(6) 2025 followed by oht on (B)(6) 2025. Discharged and doing well at home. Pt noticed a tract had formed at her prior impella site on her upper right chest w/some brown discharge around the site. Per physician, pt admitted for possible infection and surgical wound breakdown at impella site. Cultures of wound drainage obtained, results pending. IV daptomycin & cefepime started. Labs cultures collected. At admission, open tract noted w/no active discharge, no erythema, swelling or pain. Pt denies fevers, chills, chest pains, sob, orthopnea, or extremity swelling. ID transitioned IV abx to po abx. No growth on cultures. Pt discharged to brent house (B)(6) 2025. Abx to end course (B)(6) 2025.¿. The patient recovered with sequelae.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿